Event description:
In 2008, the patient reported his insulin infusion device delivered 2 boluses totaling 40 units of insulin that he did not program. He stated, he discovered 40 units missing from his insulin cartridge. He said he replaced both batteries in his insulin cartridge. He said, he replaced both batteries in his insulin infusion device but nothing displayed on the screen. He stated, he changed to new batteries 3 times but the device would not power on. The patient stated his blood glucose reading dropped to 42 mg/dl and he corrected his reading by squirting glucose gel under his tongue and eating a peanut butter and jelly sandwich along with a soda. He said, 35-45 minutes later, his reading was 129 mg/dl. He stated, he has switched to his backup infusion device. He said, he receives a low battery alert every 2-3 days but believes this is because he needs a large amount of insulin dispensed from his device every day. Complimentary batteries were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.